Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to CPAP device's sound abatement foam. There was no report of medical intervention. There was no report of serious or permanent harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found particles in air path. During the evaluation, secondary findings was observed. There was zero error code found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes in error " during the evaluation of the device at the third-party service center, the device was visually inspected and found particles in air path. During the evaluation, secondary findings was observed. There was zero error code found". Please note that following further review of device evaluation performed by the third party service center it was determined that the unit was without contamination. Additionally, no error codes were identified. In this report, box h has been updated/corrected.